Event description:
Mitral regurgitation after ring repair annuloplasty; pt post mitral valve repair and tricuspid valve repair developed subsequent severe mitral valve regurgitation following surgery. Symptomatic from mitral regurgitation with shortness of breath and bilateral pleural effusions and appeared to be in heart failure. Admitted to hospital with medical management and bilateral thoracentesis. Consent for redo sternotomy with mitral valve replacement. Findings: diffuse adhesions present postoperatively. Severe mitral valve regurgitation secondary to leaking posterior leaflet. Redo sternotomy with mitral valve replacement.